Event description:
The surgeon experienced some resistance with insertion of the catheter to the appropriate position. The tip of the ventricular catheter tore and separated from the rest of the device. The separated portion of the catheter remains in the patient. The remainder of the catheter was discarded by the hospital.